Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Method: device internal memory was reviewed for this incident. Conclusion: the device advised "no shock" on a non-shockable rhythm.